Event description:
Pressure monitoring kit tubing break reported. Received voluntary customer medwatch which states: "tubing to arterial line broke off at transducer site." Add'l info obtained during phone conversation with customer: while a pressure monitoring kit was in use on a pt, the set broke above the transducer, and the clinician reported blood flowing out of the tubing onto the floor. Blood loss from the tubing was estimated at approximately 30-50cc. No pt injury was reported. No further info was available.